Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that this lead was explanted due to an infection. It was difficult to remove the right ventricular lead. No further adverse patient effects were reported.